Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although it was the intention to obtain event details and patient demographics, it was stated by the customer in his initial report that no additional information will be provided.

Event description:
It was reported that the pump was sent in for repair of air-in-line error. No additional information was provided.